Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing symptoms including headache, nausea, and vomiting. At that time, the cgm showed a reading of 123 mg/dl, while a fingerstick blood glucose test revealed a significantly elevated level of 551 mg/dl. It was reported that the patient¿s tandem insulin pump malfunctioned and was not delivering insulin. Despite these findings, no treatment was administered at that time. The symptoms persisted until (B)(6) 2025, during which the patient remained at home. Cgm readings ranged between 250 and 350 mg/dl, but no fingerstick tests were performed that day. It is unclear whether the patient continued to experience symptoms, though they were described as persistent. On (B)(6) 2025, the patient again experienced headaches, nausea, shakiness, and vomiting, including a severe headache. Despite worsening symptoms, the patient did not seek medical attention. That evening, the patient began vomiting blood yet still remained at home without treatment. In the early morning of (B)(6) 2025, the patient became unconscious, prompting the patient¿s daughter to call emergency services. Upon arrival at the hospital, the cgm reading was 350 mg/dl, and a fingerstick test showed a blood glucose level of 650 mg/dl. The patient was treated with intravenous insulin, antibiotics, potassium, and calcium, and was admitted to the intensive care unit (ICU). The patient reportedly remained in a coma for three days and was hospitalized from (B)(6) 2025 to (B)(6) 2025. At the time of discharge, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 and (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) /2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.